Event description:
Report 3 of 6: it was reported that during use of the kit bd max ext enteric bacterial panel, a false positive vibrio patient result with an irregular pcr curve was obtained. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary:the complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (ref. (B)(4) lot 4228472 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about suspected false positive results for the vibrio target when using the bd max¿ extended enteric bacterial panel kit lot 4228472. According to customer, the samples obtained late cycle threshold (CT) and low endpoint (ep) fluorescence values. Review of manufacturing records of the bd max¿ extended enteric bacterial panel kit indicated that the lot 4228472 was manufactured according to specifications and met performance requirements. Customer provided runs files for runs 178 and 191 from bd max¿ instrument ct3307, runs 222 from bd max¿ instrument ct2365, runs 455 and 460 from bd max¿ instrument ct3222 and run 600 from bd max¿ instrument ct3221 for investigation. Customer identified the suspected samples in positions a3 (run 178), b4 (run 191), a1 (run 222), b8 (run 455), a7 (run 460) and a4 (run 600). Manual pcr curve adjudication of all the samples was performed and revealed late and low, but true positive results, except for sample b4 (run 191), which showed steps dislocation resulting in a positive result for the vibrio target. It is unlikely that this step dislocation is due to true amplification and a root cause could not be identified. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data but based on the analysis. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 4228472. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, and variation between assays are the most likely causes to explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 3 of 6: it was reported that during use of the kit bd max ext enteric bacterial panel, a false positive vibrio patient result with an irregular pcr curve was obtained. There was no report of patient impact.